Manufacturer narrative:
The cause of the (B)(6) correlation study patient results is unknown. Siemens is investigating. The instructions for use (IFU) states in the limitations section: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A negative test result does not exclude the possibility of exposure to (B)(6). The calculated values for (B)(6) in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the assay used. Values obtained with different assay methods cannot be used interchangeably."

Event description:
(B)(6) patient results were obtained by the customer when performing a test method patient correlation study. The patient samples were run on two different advia centaur systems using two different kit boxes from the same reagent lot. The results from the advia centaur xps were not reported. There was no report of patient treatment being altered or adverse health consequences due to the (B)(6) correlation results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00157 on 10/26/2015 for (B)(6) advia centaur xp hav (B)(6) patient results obtained when a test method patient correlation study was performed. On 01/05/2016 additional information: the customer has not provided any additional information on request, nor have the patient samples been provided for further investigation by siemens. The cause for the (B)(6) advia centaur xp hav (B)(6) patient results obtained during a test method patient correlation study is unknown. Quality control results were within acceptable ranges. No conclusion can be drawn. The instructions for use (IFU) states in the limitations section: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A (B)(6) does not exclude the possibility of exposure to (B)(6). The calculated values for (B)(6) in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the assay used. Values obtained with different assay methods cannot be used interchangeably." The instrument is performing within specifications. No further investigation is required.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00157 on 10/26/2015 for (B)(6) advia centaur xp (B)(6) patient results obtained when a test method patient correlation study was performed. Siemens filed MDR 1219913-2015-00157 supplemental report 1 on 01/20/2016 for additional information. On 03/18/2016 additional information: two samples were received and tested with two lots of advia centaur (B)(6) igm (lots 070164 and 070165) and one lot of advia centaur (B)(6) total (lot 104072). Siemens was able to reproduce the customer's advia centaur xp (B)(6) igm observed results. The samples were processed with a hetrophilic blocking tube (hbt) and tested on the advia centaur (B)(6) igm and advia centaur (B)(6) total assays. The s/co and index of both samples did not change with either assay, and is indicative of there being no presence of a heterophilic interferent in the sample. The advia centaur (B)(6)total index results for both of the samples were higher than the cutoff, and correlate with seroconversion after a (B)(6) infection. There were no heterophilic antibodies to either assay, therefore the results observed appear to be sample specific. The instructions for use (IFU) states in the limitations section: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A negative test result does not exclude the possibility of exposure to (B)(6). The calculated values for (B)(6) in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the assay used. Values obtained with different assay methods cannot be used interchangeably." The instrument is performing within specifications. No further investigation is required.